Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: the battery compartment was found to be cracked. The ok button contact was found to be cracked. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery was cracked and the ok button contact was cracked. This report is made based on results of investigation completed on 18-dec-2017.